Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the coating of cartridge was sometimes seen left on the lens. Additional information has been requested.

Manufacturer narrative:
The used complaint company cartridges were not returned. Only an empty carton was returned. A non-qualified iol was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. No determination can be made without physical evaluation of the complaint sample. The reported complaint may be related to a failure to follow the instructions for use. The customer indicated the use of a non-company lens. The handpiece and viscoelastic used were not provided. Per the instructions for use: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).